Manufacturer narrative:
Analysis of the device found no fault. The item was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the stimulation probe function was not working. There was no audible feedback. It was reported that the event occurred intra-operative and no patient impact occurred.